Manufacturer narrative:
The device referenced in this complaint has not been returned to olympus for physical evaluation. The definitive cause for the customer's experience cannot be determined at this time. Additional details regarding the patients/events have been requested (including the relationship of the device to the patients' adverse events). When additional relevant details are provided/at the conclusion of the investigation, this report will be updated accordingly.

Event description:
It is reported in the literature article titled "equivalent performance of single-use and reusable duodenoscopes in a randomised trial", that four patients experienced an adverse event following an ercp using an olympus duodenovideoscope. The adverse events were as follows: post-sphincterotomy bleeding (n-1), post-ercp pancreatitis (n-2), and death (n-1). There was no report that the olympus duodenovideoscope malfunctioned in any way.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6, and h10. H6: adverse event not related to device. An initial report has been reported by the importer on MDR# 2951238- 2020 - 00512. Attempts were made to obtain additional details regarding the patients/events from the authoring physician with no response. A review of the device history record (DHR) could not be conducted since no serial number was provided. Conclusion: there is no abnormality or malfunction of the instrument reported. Additionally, the study aims to compare performances of single-use and reusable duodenoscopes in patients undergoing endoscopic retrograde cholangiopancreatography (ercp), not to report any malfunction related to the subject instruments.